Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited low amplitude noise which is constantly present. High out of range pacing impedance measurements were also noted. The pacing mode was programmed to vvir until a lead revision is performed. No adverse patient effects were reported.